Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified 75% stenosis in the mid circumflex. The lesion was pre-dilated with the voyager rx balloon catheter, but the balloon ruptured at 8 atms during first inflation. A stent was implanted to complete the procedure. There were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it may be possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the device lot history record did not reveal any non-conformities which could have contributed to this report. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.